Event description:
It was reported that the system does not boot up correctly. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. The system operates as intended.